Manufacturer narrative:
(B)(4). Implant date - unknown date in 2011. Multiple MDR's were filed for this event. Please see associated report(s): 0001822565-2018-02653, 0002648920-2018-00413. Concomitant medical products: 00-6305-056-36 liner lot 61633219, 00620005622 shell lot 61711435, 00877503601 biolox delta ceramic femoral head lot 2581888. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported patient underwent right hip arthroplasty. Subsequently patient is experiencing pain. No revision has been reported. No further information has been made available at this time.